Manufacturer narrative:
The viper universal polydriver was returned for evaluation. Visual inspection revealed that the distal portion of the tip had fractured. Optical imaging found evidence of a quasi-static torsional shear failure. Hardness testing found the device to be within specifications. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however it is possible that the driver was subjected to higher than anticipated torsional forces resulting in the tip fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver shaft defective.